Event description:
Pt had initial implantation postmastectomy using dow corning implants in 1973. Because of capsular contracture these were removed in 1979. She had new implants placed (another MFR) placed in 1989. Discomfort and recurring capsular contracture necessitated removal. (Both mfrs notified)